Event description:
The tip of the spike head on the contrast delivery set is breaking off from time to time and being aspirated into the syringe. There has been no pt injury.

Manufacturer narrative:
Three used syringes which contained tips from spike heads within the syringe barrels were returned. Spike supplier has been notified of the incidents and reports that while they will monitor for this condition in the future, they have previously no rec'd any similar complaints on their product. The namic sales rep for the hosp feels that user technique was the reason for the breakages. The end user has been cautioned as to not being overly forceful when inserting the spike head into the contrast bottles.